Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the b30 error message was not confirmed, so the e216 error was not evaluated. An additional issue with the olympus lamp life meter reading 200+ hours was identified during the device evaluation. The light intensity output measured out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic colonoscopy procedure, the evis exera iii xenon light source was receiving a b30 scope communication error and an e216 scope communication error message. There was no patient involvement. The customer reported having just received a loaner cv-190/video system center; however, this did not fix the issue because a clv-190 was needed.